Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. Vascular access was obtained via the brachial artery. The concentric lesion being treated was located in the non-calcified and severely tortuous left anterior descending artery. The physician predilated then advanced the 2.75 x 24 mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and patient¿s status is stable. Returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified a shaft hypotube break located 23.5cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).